Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 3 years, 7 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient expired on (B)(6) 2017. It was reported by the lvad clinicians that the patient had become confused and disconnected the driveline from the system controller. The patient was on a trip at the time the event occurred. There were no witnesses at the time of death. The vad clinician confirmed that they have no reason to believe that this event was due to any equipment malfunction. The lvad was not explanted postmortem. No additional information was provided.

Manufacturer narrative:
A correlation between the device and the patient's death could not be conclusively determined. The report that the patient became confused and disconnected the driveline from the system controller could not be confirmed as no log files were submitted for evaluation. The vad clinician confirmed there was no reason to believe that this event was due to any equipment malfunction. The lvad was not explanted postmortem. Review of the device history records revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.